Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose increased to 33 mmol/l. The customer removed the cannula and saw that it was bent. The caller stated that the insulin pump did not alarm that she was not receiving insulin. The customer changed her entire set and resumed insulin pump therapy. Troubleshooting did not occur as the customer did not have a tubing clamp to run the high pressure test. The insulin pump was not returned or replaced.